Manufacturer narrative:
Device evaluated by MFR: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a meniscus repair surgery, there was a damage during deployment. The t2 anchor did not deployed properly; no implant was left in the patient's joint. A back-up device was available to complete the surgery. No patient injuries or delay reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair surgery the fast fix was damaged during deployment, t2 did not deployed properly, no implant was left in the patient's joint. No patient injuries or delay reported. Back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.